Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge and cine hard disk drive connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.